Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was planned to be implanted in a patient for the endovascular treatment of an aortic iliac aneurysm. It was reported that the device was prepped on the back table to get ready for implant. It was reported that the stiff wire would not pass through the wire lumen of the delivery system. The device was not placed in the patient. Another stent graft limb etlw1620c93e was used instead. As per the physician, the event was device related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary a kink was observed on the graft cover at the end of the stent stop 8.4cm from the tip. Damage was visible to the inner spiral underneath the graft cover bond. A 0.035-inch guidewire was loaded via the taper tip and advanced along the lumen. A blockage was observed at the kink site at the end of the stent stop. The guidewire was inserted via the luer and advanced; a blockage was observed at the damage section of the spiral inner/graft cover bond. On deployment of the graft a kink was visible on the spiral inner at the stent stop. The handle was disassembled, and the graft cover removed. Damage to the spiral inner was clearly visible at the graft cover bond area. The reported insertion difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.